Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought the equipment stopped working. The patient stated that she woke up on saturday morning with severe stomach pain and she could hardly urinate, it was too painful. The patient mentioned that it still hurts when she tries to urinate and has to force it out by straining. The patient noted that it was the "worse" pain she has experienced in her life, in her belly, when she woke up. The patient reported that she was told she had a urinary tract infection but the patient didn't think it was because she didn't have pain or irritation, she just had pain in her stomach. It was indicated that they wanted the patient to go in and drop off a urine sample. The patient also stated that she found out that she needed batteries in the patient programmer and she put new batteries in. The patient confirmed that yesterday she was getting poor communication and was really soaking her pads she was wearing and the last time she felt stimulation was last week. Troubleshooting attempts were made and the patient didn't have an antenna but she synced with the patient programmer with the ins and got poor communication. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.